Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 had developed a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca). The patient stated that the alleged product issue first began around 1-2 months prior to contacting lfs. The patient manages her diabetes with a combination of medications including ¿novolog, victoza, tresiba and metformin¿ and stated that she made no change to her usual diabetes management routine in response to the alleged product issue. She stated that on an unspecified date and time after the alleged product issue began she developed symptoms of ¿high blood pressure and high blood sugar¿. The patient stated that on (B)(6) 2018 she was taken to emergency room (ER) where she received hcp treatment, however she could not recall the specifics of the treatment. The patient stated they obtained a blood glucose result of ¿in the 400¿s¿ with the ER meter. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient inserted a new test strip the meter did not power on. However, when the patient pressed the power button the meter did turn on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and required hcp intervention due to being unable to test on the subject meter.